Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired and there was bleeding. The surgeon noticed that the staples were not closing all the way and the device was held longer for compression. It is unknown how the bleeding was controlled and there was no need for a blood transfusion. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have battery contact corroded. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.